Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed button error. The customer's blood glucose was unknown. It was found that the customer was treated with an insulin pen. The customer had also received a low reservoir alert two days prior to the alarm. The customer explained that they typically placed the insulin pump in between their bra. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.